Manufacturer narrative:
Device evaluation summary: a manufacturing record evaluation was performed for the finished device (B)(4) number, and no non-conformances were identified. Upon visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed. A seroma is a build-up of fluid around the implant. Symptoms from a seroma may include swelling, pain, and bruising. A seroma may occur soon after surgery, or any time later on, which would be referred to as a late seroma. While the body may absorb seromas, some may require surgery for drainage. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: seroma mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast augmentation with a 350cc mentor cpx 4 breast tissue expander with suture tabs experienced early onset seroma post procedure. As a result, explant was performed on (B)(6) 2022.

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on september 2, 2022. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. The procedure was a breast augmentation revision. Replacement with a 350cc mentor cpx 4 breast tissue expander with suture tabs was performed with explant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: the investigation of the returned photograph was completed by the failure analysis lab on september 23, 2022. Upon visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed. The investigation of the returned device was completed by the failure analysis lab on september 28, 2022. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned tissue expander. During the visual evaluation, no apparent damage or visual anomalies were observed on the tissue expander. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).